Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and identified that the lot met all release criteria. Visual/microscopic inspection: the sample was returned. The balloon size printed on the balloon hub of the catheter identified the returned sample as a 16mm x 4cm balloon. Unraveled fibers noted 3.7cm and 5.6cm from the distal tip. No other anomalies were noted at this time. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed with no issues. The inflation hub was connected to an inflation device, and an attempt was made to inflate the balloon with water. Upon inflation, water was observing exiting 5.2cm from the distal tip. Pinhole rupture identified on balloon barrel 5.2cm from distal tip. Balloon was able to fully deflate without issue. Conclusion: the investigation is confirmed for a pinhole rupture. The investigation is also confirmed for material unraveling, as unraveled fibers were identified on the balloon. The balloon was inflated within a stent and there may have been an interaction between the stent and balloon which contributed to the pinhole rupture and unraveled fibers. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Use of the atlas gold pta dilation catheter: position the balloon relative to the lesion to be dilated, ensure the guidewire is in place and inflate the balloon to the appropriate pressure. Apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy. While maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over-the-wire through the introducer sheath. Use of a gentle clockwise motion may be used to help facilitate catheter removal through the introducer sheath. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The lot number for the device has been provided. A review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during use for post dilatation of a stent, the pta balloon allegedly ruptured at 8 atm. It was further reported that the device was retracted without issue. Another balloon was used to successfully post dilate the stent. There was no reported patient injury.